Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 19 august 2025, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
The user reported receiving a sensor replacement alert on (B)(6) 2025, day 230 after insertion. An RMA was authorized for the return of the sensor for further investigation. In-house testing confirmed that the sensor was chemically underperforming in all sensing areas, consistent with the declining signal observed in the sensor data. Missed reads were also noted on one of the sensing areas were observed due to a communication issue; however, this sensing area had already been appropriately de-weighted as a result of its reduced chemical performance. A sensor replacement alert was triggered on (B)(6) 2025 when one of the sensing areas fell below the threshold value. A replacement sensor was provided to the user as part of the resolution. B4.date of this report 18 nov 2025. D4.additional device information updated. G3.date received by the manufacturer? 18 nov 2025. H3. Device evaluated by manufacturer? Yes. H4.device manufacturing date updated to 15 october 2024. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3231. H6. Investigation conclusions updated to 4307.